Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing confirmed that the astral touch screen was unresponsive. Visual inspection found physical damage to the top case assembly housing the touch screen. The investigation determined that the unresponsive touch screen was due to physical damage of the device top case assembly due to external impact. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the unresponsive touch screen was due to a defective lcd module. The top case assembly of the device was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient injury reported as a result of this incident.